Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of the reported issue are off-label use, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-stimwave device, migration and patient contraindicating conditions. However, the patient has contraindicating conditions including parkinson's disease. The stimulator is used to treat pain. The cause of the reported issue is unknown. However, the patient is a poor candidate due to health, weight, age, or mental capacity as they have parkinson's disease (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported discomfort and pain starting in their toes and traveling up to their buttock, and muscle spasms. The patient has not used the device for over two years. However, they started using the device to see if it would help with the new symptoms. The use of the device did not improve or worsen the symptoms. The patient will follow up with the implanting clinician.